Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 secondary tricuspid regurgitation (tr) for a triclip procedure. The first clip was deployed mid anterio-septal. There was difficulty visualizing the second clip due to shadowing. While the second clip was attempted to be placed central anterio-septal, a single leaflet device attachment (slda) was observed with the first clip. The second clip was inverted and attempted to be placed commissural anterio-septal to stabilize the first clip, however the leaflet could not be visualized enough to stabilize the first clip. Transesophageal echocardiography (tee) and intracardiac echocardiography (ice) were unable to confirm placement. The second clip was removed from the patient. The final tr grade remained at 5. Per the physician, the slda was due to the patient's pre-existing anatomy, the gap and poor imaging. There was no reported adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda was due to the patient's pre-existing anatomy, the gap and poor imaging. The reported poor image resolution was due to shadowing. The reported unchanged tr appears to be related to the slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was attempted to be implanted.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. The first clip was deployed mid anterio-septal. There was difficulty visualizing the second clip due to shadowing. While the second clip was attempted to be placed central anterio-septal, a single leaflet device attachment (slda) was observed with the first clip. The second clip was inverted and attempted to be placed commissural anterio-septal to stabilize the first clip, however the leaflet could not be visualized enough to stabilize the first clip. Transesophageal echocardiography (tee) and intracardiac echocardiography (ice) were unable to confirm placement. The second clip was removed from the patient. The final tr grade remained at 5. Per the physician, the slda was due to the patient's pre-existing anatomy, the gap and poor imaging.